Manufacturer narrative:
This event occurred on an unknown day in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 250ml exactamix eva tpn bags had leaked near the tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual bags were not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bag with water and squeezing the bag firmly. No leaks were identified near the port tubing or anywhere else on the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.